Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; see also 0002184052-2016-00053.

Event description:
The sales associate reported closer tops were broken during the mis surgery. They were broken while the doctor was performing the final tightening. The doctor has removed all foreign body from patient with forceps. There was approximately a 20 minute delay in surgery.